Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation, the device failed a test step during testing. The device's system board and proportional valve were replaced to address the issues. In addition of the above evaluation, the technician performed repair test, battery check, valve check, run in tests, cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue.